Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation with their scs system. Reportedly, multiple reprogramming sessions did not resolve the issue. Surgical intervention is pending as the next course of action.